Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy states first revision total knee replacement. Primary duracon knee was implanted in 2003. The revision fem/tib sleeve clamp would not open and close properly in order to assemble the fluted stems to the mbt revision baseplate and femoral sleeve at the end of the case when assembling the definitive components. The surgeon had to use just the pfc press fit rod wrench to assemble the stems.

Manufacturer narrative:
Synergy states first revision total knee replacement. Primary duracon knee was implanted in 2003. The revision fem/tib sleeve clamp would not open and close properly in order to assemble the fluted stems to the mbt revision baseplate and femoral sleeve at the end of the case when assembling the definitive components. The surgeon had to use just the pfc press fit rod wrench to assemble the stems. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.